Event description:
Customer stated a pt sample for alp was run and a result of 385 u per l was generated. Based on the previous day's result of 142 u per l, a repeat was performed. Customer stated result of 286 u per l was given from the same sample. She stated they then reran the same sample again and received a 177 and 179 u per l. She stated due to these variations, they placed the same sample on another analyzer and a result of 225 u per l was generated twice. User states she reported out the result of 225 u per l. The pt was not adversely affected.

Manufacturer narrative:
The field service representative was unable to determine to cause and noted no problem was found. He checked the rinse volumes in the probes and rinse nozzles. He also checked the cells for scratches and tested the ultrasonic mixers. Check tests for precision were run to verify analyzer performance.